Manufacturer narrative:
All testing with the returned products produced acceptable results and no malfunctions were observed. However, the alleged strip lot is from the list of affected lots included in res (B)(4). Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation even though it was not reproduced during the investigation of the returned product. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot 476234), is related to case with patient identifier (B)(6) (test strip lot 476094).

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 92 mg/dl (test strip lot 476094) and 340 mg/dl (test strip lot 476234). No adverse event reported. Return of the suspect device was requested for evaluation.